Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. Prior to the event, the customer was having trouble getting her blood glucose levels under control, and she began vomiting and having problems with her vision. The customer stated that the cannula was bent, and the insulin pump never gave her a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.